Event description:
Healthcare professional (hcp) reports one incident of a blood leak noted at the arterial header. The blood leak sealed itself off and the dialysis treatment was completed without incident. No pt injury or medical intervention reported per the hcp.